Manufacturer narrative:
(B)(4).

Event description:
A visipro balloon expandable stent was being used to treat the left proximal common iliac artery. The lesion was severely calcified with no tortuosity. The lesion was 95% stenosed. Device was removed from packaging per IFU and inspected prior to use with no issues noted. The device was prepped per IFU with no issues noted. It is reported that during balloon inflation a circumferential/radial balloon burst occurred. The balloon was inflated to 10atms when burst occurred. One inflation was applied prior to issue occurring. The balloon was removed and another balloon was used to better post dilate the stent. Device did not pass through a previously deployed stent. Resistance was not encountered and excessive force was not used. There was no patient injury reported for this event. Evaluation summary: the visipro device was received for evaluation. The visipro was received loaded inside an unknown 6f sheath with a 3way stopcock placed on the balloon port of the manifold. The balloon segment was fractured. The balloon material burst circumferentially. The inner assembly remained intact. Both marker bands were present and accounted for. The blue inner assembly showed buckling at the distal end of the catheter as well as a kink.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.